Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement battery box over pressure volt, transducer, cp chip, and reseated the unit's cables. Unit was calibrated and safety tested to factory's specs.